Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 37085-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in procedure today when replacing the primary cell (pc) with percept and disconnecting the extension from the existing ins, the 4 contacts on the end of the extension broke off while removing from the ins. The break in extension appeared to be clean and they were able to insert the broken extension into the percept. The surgeon commented that they could insert the extension only so far but that they thought the electrodes were aligned with the ins contacts in the header block. Impedances were all in normal range with case pairs being in 700-800 range and bipoles being between 1000-1300 ohms (e.g. 0-3 were 1363 and 1-2 were 1000). They were going to close up from the procedure and were not considering changing out anything at this time. The manufacturer representative (rep) was wondering if they should be planning for extension revision in the near future. It was reviewed that the extension contacts that broke off were non-functional and that they could use the system as it was provided it still was giving therapy to patient. It was also reviewed that they could consider putting a note in programming about the extension issue that occurred and to be aware that electrode could be more vulnerable going forward, especially if they were using it in therapy settings.

Manufacturer narrative:
Continuation of d10: product ID b35200 (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator product ID 37085-60 lot# (B)(6) implanted: (B)(6) 2010 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. No further actions are planned at this time. The patient has no impedance issues, and is receiving optimal therapy. The device was sent to the account's laboratory, per their explanation policy.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator s/n (B)(6) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.